Event description:
It was reported that the implant was sticking out of the box. There were no signs of damage on the outer part of the box. There was not patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the inner and outer cavity are cracked and the stem is protruding through both sterile barriers. Sterility has been compromised. The DHR was reviewed, and no discrepancies related to the reported event were found. The investigation results concluded that the product was conforming when it left the facilities, but during transit the damage occurred. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.